Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and jammed, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failing in the locking and unlocking command. A field service engineer removed the back panel and inspected the light emitting diode (led) on the controller board and reseated connections on the drawer to resolve. The system functioned as intended after the field service engineer repaired the device.